Event description:
It was reported that during an ipg (implantable pulse generator) changeout, the pacer dependent patient was attached to an epg (external pulse generator). During the procedure, the doctor used electrocautery, and the patient went into possible ventricular tachycardia, with a heart rate of 180 beats per minute. The patient was taken off of the epg, and the heart rate returned to normal. A new device was attached. No further patient complications were reported as a result of this event. Follow-up attempts to obtain the epg serial number were unsuccessful.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Since no device serial number was provided, it is unknown if this event has been previously reported. Without a device serial number, the manufacturing date cannot be determined.